Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient is going to the bathroom every 45 minutes to an hour and feels like they are not emptying. This has been going on for a couple months and is not feeling stimulation sensation. Caller asked for assistance with increasing amplitude. Reviewed how to do so and caller was able to successfully increase amplitude to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Reviewed ins battery longevity expectations and amplitude range.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the not feeling stimulation sensation was unknown. The patient stated the device was turned to a very high level which they were told was not good for the battery life. To resolve the issue the device was programmed to respond sporadically and not be fixed at a high level. It is unknown if the issue was resolved. The patient stated they experienced urinary retention prior to the device and it was unknown if the retention worsened as a result of the device or therapy. Patient was still having the urge to urinate frequently but did not feel as if their bladder empties completely patient does not catheterize on a regular basis.

Event description:
Additional information was received from the patient who has not been able to urinate and can't be discharged until they urinate. Caller stated they put a foley catheter in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.